Event description:
Nellcor received a report from a hosp that a pt experienced a cuff leak on an endotracheal tube. The pt was weanning from a ventilator at the time the leak was noted. Staff elected not to replace the tube, and the pt was subsequently successfully extubated. There was no pt harm.